Event description:
During use of an angioguard and placement of a precise stent it was noticed that there was slow flow through the target lesion after stent placement. Also, the patient became hypotensive during the procedure. The patient also had signs of a transient ischemic attack. A 6 french, 180cm medium support angioguard rx would not advance around a tight curve in the petrous section of the internal carotid. The physician tried to advance the angioguard rx distal beyond the curve in the petrous segment to allow for additional space for stent deployment between the lesion and the embolic capture basket. The physician expected the angioguard to move distal and it would not. The patient neck was moved in multiple positions to change the position of the artery. The device would not advance. The decision was made to deploy the basket before the curve and proceed with the carotid stent procedure. The basket deployed with wall apposition. A 4 x 30 aviator was used to successfully pre-dilate. An 8 x 40 precise pro rx was deployed. A slow flow, low flow situation was identified. The physician post-dilated with a 5 x 30 aviator. Slow flow continued. Physician used an export catheter to aspirate the proximal internal carotid. Nitro was introduced to carotid. Medication was given to increase the patient¿s blood pressure that had dropped. Angioguard was retrieve. Clot was present on the angioguard. Another angiogram showed that the blood flow had improved. The patient had signs of a tia. Further analyses of two angiograms indicate all cerebral vessels were open.

Manufacturer narrative:
During use of an angioguard and placement of a precise stent it was noticed that there was slow flow through the target lesion after stent placement. Also, the patient became hypotensive during the procedure. The patient also had signs of a transient ischemic attack. A 6 french, 180cm medium support angioguard rx would not advance around a tight curve in the petrous section of the internal carotid. The physician tried to advance the angioguard rx distal beyond the curve in the petrous segment to allow for additional space for stent deployment between the lesion and the embolic capture basket. The physician expected the angioguard to move distal and it would not. The patient neck was moved in multiple positions to change the position of the artery. The device would not advance. The decision was made to deploy the basket before the curve and proceed with the carotid stent procedure. The basket deployed with wall apposition. A 4 x 30 aviator was used to successfully pre-dilate. An 8 x 40 precise pro rx was deployed. A slow flow, low flow situation was identified. The physician post-dilated with a 5 x 30 aviator. Slow flow continued. Physician used an export catheter to aspirate the proximal internal carotid. Nitro was introduced to the carotid. Medication was given to increase the patient¿s blood pressure that had dropped. Angioguard was retrieved. Clot was present on the angioguard. Another angiogram showed that the blood flow had improved. The patient had signs of a tia. Further analyses of two angiograms indicate all cerebral vessels were open. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additionally, as the sterile lot number for the precise stent was not available, a device history record review could not be performed. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Without the actual product being returned for evaluation the exact cause of the reported tracking difficulty could not be determined. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2014-00018 and 9616099-2014-00099.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2014-00018 and 9616099-2014-00099.